Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. It was reported that the patient returned for routine follow up and CT scan showed the the left limb had pulled out of the bifurcate. The patient is noted to be stable and the event is not resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the cause of the left limb migration could not be determined from the films provided. Pre-implant CT¿s revealed that the patient had a 5cm max diameter infrarenal aaa. The neck was tortuous and contained widespread irregular-shaped thrombus, and the aneurysm was continuous to both common iliac arteries. The max diameter rcia aneurysm measured 17mm, and the max diameter lcia was 25mm. The common iliacs were moderately tortuous, and contained thrombus and calcification; bilaterally. There did not appear to be a sufficient (non-aneurysmal) distal landing zone. CT¿s returned from 17 months post-implant revealed that the aaa max diameter was 58mm; however, no endoleak was seen within the sac. The bifurcate was positioned just below the renal arteries. Beginning just below the proximal margin the bifurcate had partially infolded ~10mm radially inward, along a 15mm length on the antero-left side of the bifurcate aortic body. The cause of the infolding is unknown; this may have been caused by implanting within the tortuous and thrombus filled neck, and likely occurred during implant. The contra limb and bell-bottom extension were seen positioned into the aneurysmal left common iliac artery. There was lack of radial apposition within the left iliac artery; although no clear endoleak was seen within the aaa sac but there may have been sac pressurization from the marginal distal seal. The distal od measured 24mm, and the lcia diameter at that level was ~28mm. Distal to the left limb, the diameter of the lcia ranged from 28 ¿ 24 ¿ 18mm along the 4cm length to the left iliac bifurcation. The exact cause of the reported left limb migration is unknown. Earlier post-implant films were not provided for comparison, and the location of left limb at implant is unknown and the amount of migration could not be determined. However, it appears likely that implanting within the aneurysmal lcia, with continued disease progression (vessel dilatation) may have led to the limb migration and aaa expansion. If information is provided in the future, a supplemental report will be issued.